Event description:
Set screws loosened three months post-op.

Manufacturer narrative:
Explanted material not returned to blackstone medical. No additional info was provided, an investigation could not be conducted.